Manufacturer narrative:
During retraction, the angiosculpt got stuck in the introducer sheath. The physician removed the entire system and rewired the lesion to complete the procedure, resulting in prolongation of the case. Visual examination during lab analysis found a lifted scoring element ring causing a free edge. Relevant tests or laboratory data is unknown, the information was not available from the facility. The angiosculpt was returned intact to the introducer sheath. Visual examination found a bump on the distal tip. The distal bond was damaged and displaced with one scoring element ring lifted and bent. The inner member and the transition tubing were stretched. During the attempt to remove the angiosculpt from the patient, it is probable the user applied excessive exertion of force resulting in the damaged observed during lab analysis.

Event description:
An angiosculpt device was delivered to the distal sfa post lasering with a 2mm turbo elite. The sfa was calcified but the laser passed easily through the lesion. The angiosculpt was inflated to 10 atm for 3 minutes and slowly deflated. Upon attempting to pull the angiosculpt back for a more proximal inflation, it was difficult to retract. When retracting the balloon, the distal wires did not move and prolapsed passed the distal tip. The physician moved the balloon forward to possibly ''fix" the wires but did not re-position. Upon removal, while trying to re-enter the sheath, the wires did not fully collapse, thus the 6fr cook ansel sheath and angiosculpt were removed as a unit. A new sheath was placed and the procedure was completed using a standard balloon (5x300 bard ultraverse balloon).

Manufacturer narrative:
The patient codes and device codes were not included in the initial MDR.